Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative replaced the vacuum pump membranes, solenoid valves, sipper nozzle, vacuum nozzle, and performed checks (calibration and qc) with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples and questionable na electrode and questionable k electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). Sample 1: the initial result was 111 mmol/l and the repeated result was 140 mmol/l. Sample 2: the initial result was 120 mmol/l and the repeated result was 140 mmol/l. Sample 3: the initial na result was 115 mmol/l and the repeated result was 128 mmol/l. The initial k result was 4.86 mmol/l and the repeated result was 5.33 mmol/l. Sample 4: the initial na result was 111 mmo/l and the repeated result was 138 mmol/l. The samples were repeated as the initial results did not match the patients' clinical history. The questionable results were not reported outside the laboratory.